Event description:
It was reported that surgeon revised patient's left hip as the accolade stem had fretting and patient had high chromium levels. Surgeon used a titanium sleeve with a 36 biolox head and new liner.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.